Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, customer did not consume the intended carbohydrates after delivering a bolus. Customer required assistance from paramedics to treat bg level via an unspecified intravenous treatment. The customer was instructed to consult with healthcare provider regarding bg level.